Event description:
It was reported that the patient presented for remote follow up via merlin.net on (B)(6) 2022 with an estimated battery voltage of 2.71 volts and remaining 1.1 years of longevity on the pulse generator. A subsequent remote transmission on (B)(6) 2022 measured a battery voltage of 2.68 volts and 4.2 months of longevity that remained. The patient was scheduled for an urgent generator change due to suspected sudden premature battery depletion. The pulse generator was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: h6 code for type of investigation, investigation findings, and investigation findings.